Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during drain 2 of 4. The patient was connected at the time of the alarm. The patient had disconnected prior to the alarm, causing the system error 2240, and had reconnected. Proper procedures were reviewed with the hp. The hp cycled the power to get a system error 2367. The baxter technical services representative then had the hp disconnect aseptically and remove the set. The hp would notify his nurse before starting over with new supplies. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2012. She stated that the patient had not contacted her about the event. This writer informed the nurse of the user error, and she said she would review proper procedures with the patient. The nurse had seen the patient on (B)(6) 2012, and he was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a report of a system error 2240 was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.